Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap. Par. According to the reporter: the device was used on root of ima. Aorta was damaged. The part contacted with damaged part was black shaft of the device which didn't energized normally. Bleeding was treated with gauze and hemostat. New device was used. Operating time extended: less than 30 minutes. No tissue loss. Tissue damage: yes. Nothing fell into the cavity. There was no bleeding reported in excess of 500cc.